Event description:
It was reported that information was received from a manufacturer representative stating the patient was undergoing removal of the stimulator and extensions due to high impedance values. The representative reported that the patient had cognitive impairment and was no longer using the device, and that the patient also had multiple additional health issues. The representative stated that both the healthcare provider and family determined that a full revision procedure would not provide benefit. During the procedure, the surgeon explanted the implanted neurostimulator battery from the abdominal location and removed two extension wires. The surgeon elected to leave the lead wires implanted in the brain to reduce the risk of complications. Environmental or external contributing factors related to the impedance issue were unknown, and prior diagnostics or troubleshooting were also unknown. The issue was considered resolved following the explant procedure.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial#(B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2026 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2026 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 11-nov-2021, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 09-nov-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.